Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt pain as the header of the implantable cardioverter defibrillator (ICD) was pushing against the skin. In addition, the patient was extremely thin and was getting some discomfort. The physician then elected to bury the ICD to sub pectoral. The ICD remains in service. No additional adverse patient effects were reported.